Manufacturer narrative:
Concomitant medical product: 419488 lead, implanted: (B)(6) 2013; w1tr03 crtp, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The cardiac resynchronization therapy pacemaker (crt-p) system was removed. No further patient complications have been reported as a result of this event.